Event description:
It was reported to philips that the system did not bootup, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not bootup, it was stuck at 00:00. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that noticed no leds indicating power on flex vision pc. Fse performed (B)(4) to replace components in flex vision pc but this did not resolve the issue. Later, fse replaced the flex vision pc and reloaded the software in another case. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.